Manufacturer narrative:
G4: 15oct2020 b4: (B)(6) 2020 the manufacture's field service engineer (fse) confirmed power management board and motor controller printed circuit board assembly (pcba) were replaced to resolve the reported issue of primary alarm failed. Fse confirmed no issues found with navigation-ring or touchscreen at the time of repair. The motor controller board was received on (B)(6) 2020 for analysis. Visual inspection of the motor controller board revealed no anomalies. An investigation was performed and the customer complaint cannot be verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10oct2020 b4: (B)(6) 2020 d10: updated the motor controller board was tested on 10oct2020. Visual inspection of the motor controller board revealed no anomalies. An investigation was performed and the customer complaint cannot be verified. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported primary alarm failure. The customer reported the problem was identified during v60 setup. There was no patient involvement. The remote manufacture service technician advised the customer to check the speakers that are connected to the power management board and motor controller board. The customer is going to disassemble the front panel and measure the speakers resistance. The customer reported the speakers are both working correctly. The remote manufacture service technician advised the customer the likely failure is the central processing unit (cpu) board. The customer indicated the cp printed circuit board (pcb) was replaced and now cannot use touchscreen, navigation (nav) ring is not working and cannot go into service mode.